Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, the insulin pump alarmed compromised force sensor system and it was squirting insulin during manual prime. Customer's blood glucose was 117 mg/dl. The device was not dropped, bumped, or exposed to water. No damage was noted on the drive support cap but customer stated the drive support cap was pressed while connected. Customer was advised the device needed to be replaced the device and agreed to return the device for analysis.

Manufacturer narrative:
The pump gave an alarm during the basic occlusion test due to a loose/protruded drive support disk. The pump also had a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube lip, a broken belt clip slot, and cracked battery tube threads.